Manufacturer narrative:
The sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filled out on behalf of sorin group (B)(4). The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during setup, the s5 mast roller pump stopped and the display failed. Noise was also observed coming from the pump. No error messages were displayed. There was no pt involvement.